Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 39 mg/dl. Low bg cause was not known. The customer was quiet, disoriented and sweating because of the low bg level, and they received third party assistance from their spouse, who provided juice and 3 glucose tablets to address the low bg level. No additional patient or event information was available.